Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site due to experiencing a fall on the ipg site. The ipg appeared to be superficial and tilted in the ipg pocket. Additionally, following a fall the patient was unable to establish communication between the ipg and multiple external devices. As a result, surgical intervention was taken where the ipg was explanted and replaced with another model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the issue resolved with the surgical intervention.